Event description:
It was reported that an emboshield nav 6 embolic protection system (eps) was placed in a mildly tortuous, moderately calcified, left internal carotid artery and an acculink stent was successfully implanted to the lesion. As the acculink stent delivery system (sds) was being removed, the bare wire of the eps was pulled and the emboshield nav 6 filter was pulled proximally. The sds became entangled with the emboshield nav 6 filter. Another unspecified guide wire was advanced through the acculink implanted stent distal to the emboshield nav 6 eps and a non-abbott filter was placed. At this point the emboshield nav 6 filter came off of the sds. The sds was removed and the filter was successfully captured and removed with an unspecified recovery system. The procedure was completed with the non-abbott filter in place and there was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The emboshield nav6 referenced is being filed under separate a manufacturing report number.